Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and unable to anticoagulate. Approximately two years post filter deployment, a computed tomography (CT) revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years later, computed tomography scan was performed, and result showed that the filter was located at upper l2 to lower l3 vertebral body. No significant tilt. Caval perforation present. Two prongs penetrated the inferior vena cava and enter retroperitoneal fat less than 1mm distance. No strut fracture or bent or abnormal positioning of the filter. Diameter of the inferior vena cava immediately above the filter was 20mm. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 04/2019), h11: h6(result and conclusion), h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and unable to anticoagulate. Approximately two years post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.